Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2021 and the absorbable strap was used. It was reported that the device was not releasing clips. It was reported that the handle was not returning to neutral after firing. Upon evaluation of the returned sample multiple deployment of the straps was identified. It was reported that the surgery was potentially delayed, but the procedure was successfully completed and no fragments were generated. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Evaluation: the analysis results found that one device was returned with no apparent damage to the external components. In an attempt to replicate the reported incident, the provided device was activated manually. Two fired straps were delivered properly at once and then 21 straps were fired. The instrument was disassembled; upon disassembly, no anomalies were found. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what may have caused the reported incident.